Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a stroke and thrombus on the device. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx left atrial closure device was advanced to the laa via a watchman access system. After four partial recaptures and two full recaptures, due to the stability and the position of the device, the device met release criteria and was successfully implanted. The next day at 8:00am, thirteen hours post procedure, the patient was diagnosed with a stroke while awake. Right hemiparesis was noted. It was not possible to establish the actual timing of the stroke, but it happened in a time range from 12:00-8:00 am. A contrast computed tomography (CT) scan of brain arteries did not reveal any thrombus in the main vessels; therefore no invasive treatment was required. A transesophageal echo revealed that the device was correctly placed, but a thrombus was detected on the external surface of the watchman flx. Anti-coagulation with IV heparin was started with a target partial thromboplastin time (ptt) ratio of 2. The patient developed seizures the following night 12 hours later and a CT scan was repeated. No ischemic area or no hemorrhagic effusion was evident. Diazepam and dintoine were ineffective therefore levetiracetam was administered and it happened to be effective. No more seizures were observed. At 24 hours IV heparin was stopped and low molecular weight heparin was started. At 36 hours the patient started talking again and was moving their right arm and leg; the patient is improving. It was noted that an ischemia of the cortex is suspected, without evidence yet. No further patient complications were reported and the patient status is stable.